Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This is 2 of 2 medwatch reports regarding this event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hypoglycemia. The customer also reported that the cgm would not connect to the pump; a new sensor was inserted but was not detected. The customer attempted to unpair and re-pair the transmitter; however, the issue persisted. The customer reported blood glucose value of 42 mg/dl. The customer was treated with carb intake. The event involved product(s) mmt-1884, mmt-332a, mmt-7841zn, mmt-7040a and mmt-243a. Troubleshooting was performed for hypoglycemia event. It was unknown whether the auto mode/smartguard feature was active at the time of the event. The customer was using the insulin pump system within 48 hours of reported event. Troubleshooting was performed for the communication issue and indicated that the transmitter was compatible with the pump¿s wireless communication technology. No further patient complications were reported. The products mmt-1884, mmt-332a, mmt-7841zn, mmt-7040a and mmt-243a will not be returned for analysis.